Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4), and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section on (B)(6) 2019 and suture was used. The device pulled off suture needle during skin stitch. A like device was used to complete surgery. There were no adverse patient consequences reported.